Event description:
It was reported that a malfunction alarm, code malf 12, occurred multiple times on the customer's pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer decided to switch to multiple daily injections as a backup therapy to maintain insulin delivery.